Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received button error, failed battery and no delivery. The customer¿s blood glucose level was unknown. The customer reported that the screen was very hard to read. It was reported that they had changed batteries and insulin pump rejected batteries. It was also reported that they had unexplained no delivery alarms, slower rewind, up and down buttons harder to push. The insulin pump will not be returned for analysis.